Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed due to usb pins from j3 were damaged. The receiver charge and boot up test was performed and failed. The receiver download was performed and failed. Receiver function test was not performed due to receiver could not boot up and/or communicate with tester. The log could not be downloaded. Confirmation of the allegation could not be determined. The probable cause was a defective usb connector. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver shut down unexpectedly occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root/probable cause could not be determined. No injury or medical intervention was reported.